Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, button error and damage on the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer treated with insulin. The customer reported fluid in the reservoir compartment. The customer mentioned that the white cap of the reservoir is loose. The customer stated that the buttons were late in response.